Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on (B)(6) 2024. The device was not implanted. - on (B)(6) 2025, the battery voltage was measured at 2.94v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated (B)(6) 2025) revealed that that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably (B)(6) 2024.

Event description:
Reportedly, a new implant was scheduled for (B)(6) 2025 using a ulys dr 2540 (s/n: (B)(6)), but a check before opening the device's box revealed that the battery voltage was 2.94v, below the specified value of 3.0v, making the device unusable.